Manufacturer narrative:
The customer's test strips were requested for investigation. The customer provided four vials of test strips lot 424009-14. The appearance of the test strips and vials showed no defects. Investigation and results: the returned test strips were measured on reference meters with a high level control sample. Qc range 2.7 - 3.3 inr. Vial: 291642. Measurement 1: 3.0 inr, measurement 2: 2.9 inr, measurement 3: 3.0 inr. Vial: 300171. Measurement 1: 3.0 inr, measurement 2: 2.9 inr, measurement 3: 3.0 inr. Vial: 291313. Measurement 1: 2.9 inr, measurement 2: 2.9 inr, measurement 3: 2.9 inr. Vial: 300075. Measurement 1: 3.0 inr, measurement 2: 3.0 inr, measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high inr result with a coaguchek xs plus meter serial number (B)(4) compared to a laboratory star evolution analyzer with clot analysis methodology. The customer's meter result was 3.8 inr, and the customer's laboratory result was 2.7 inr. The time difference between meter testing and laboratory testing was requested but not provided. The customer's therapeutic range was requested but not provided.